Manufacturer narrative:
Section h type of reported complaint captured as serious injury in previous report. After the review it was determined that there was no report of serious injury or harm only product problem was reported. The following correction has been updated in this report to reflect the correct information. Section h type of reported complaint and section b adverse event/product problem has been updated/corrected as product problem in this report.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During the visual inspection of the device, corrosion was found on the power connector. In addition, the inspection found dust or dirt inside the device and corrosion on the metallic surfaces. The device is scrapped. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device serviced by third party service center.